Event description:
Voluntary medwatch received states that the right ventricular lead exhibited high pacing thresholds. The lead remains in service.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5158941.